Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and headache. Caller reported power on reset (por) message and the therapy stopped due to por. Patient was getting the informational por on the recharger screen on (B)(6) when charging implant. Patient mentioned her stimulator is occipital. Patient stated she had to walk thru the security gate and she works in a hospital and have to move patients to room for MRI but she is not in the MRI room. Troubleshooting was performed during the call and patient was walked through clearing the por with the patient programmer. This resolved the issue and adequate therapy was resumed. No further complications were reported/anticipated.